Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up this patient presented to the hospital feeling unwell. An electrocardiogram was administered which showed asystole for > 2 seconds on the right ventricular lead due to noise over-sensed on the ventricular pace/sense channel. Upon interrogation of the device sensing, impedances, and pacing thresholds appeared to be within normal range. The arrhythmia logbook was reviewed which showed many tachycardia episodes, one of which was treated inappropriately by anti tachycardia therapy due to noise and oversensing on the right ventricular lead. The device was reprogrammed, but an x-ray done showed a possible right ventricular lead perforation. It was believed that the perforation resulted in the reports clinical observations. Subsequently a revision took place and the pace/sense of this right ventricular lead was capped while the defibrillation portion of this lead remains in service. A new pace/sense lead was implanted with no further complications. No adverse patient effect were reported following the procedure.